Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issues was determined to be patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was needing an impella cp device for mechanical circulatory support. Upon insertion of the impella it would not cross the femoral bifurcation due to calcification. Unfortunately the patient coded and return of spontaneous circulation (rosc) could not be achieved and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.